Event description:
Reportedly, the subject lead was placed in the patient¿s right atrial appendage during a pacing system implantation procedure performed on (B)(6) 2018. The atrial wave amplitude could not be measured due to noise on the egm upon lead testing with pacing system analyzer (psa). The psa cables were reconnected several times and the electrocautery was turned off. However, the noise was still observed when the lead was tested with the ventricular channel of the psa. The ventricular lead, which was implanted earlier during the same procedure, was properly tested with the psa. As low atrial lead impedance measurements (below 200 ohms) were also observed, it was decided to replace the subject lead. No stylet was inserted when the measurements were performed. The physician made a small cut in the lead insulation and inserted a guidewire to extract the lead. The lead was advanced in the vein with the guidewire and removed from the patient¿s body. Finally, another lead was implanted in the atrium instead.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject lead was placed in the patient¿s right atrial appendage during a pacing system implantation procedure performed on (B)(6) 2018. The atrial wave amplitude could not be measured due to noise on the egm upon lead testing with pacing system analyzer (psa). The psa cables were reconnected several times and the electrocautery was turned off. However, the noise was still observed when the lead was tested with the ventricular channel of the psa. The ventricular lead, which was implanted earlier during the same procedure, was properly tested with the psa. As low atrial lead impedance measurements (below 200 ohms) were also observed, it was decided to replace the subject lead. No stylet was inserted when the measurements were performed. The physician made a small cut in the lead insulation and inserted a guidewire to extract the lead. The lead was advanced in the vein with the guidewire and removed from the patient¿s body. Finally, another lead was implanted in the atrium instead.